Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for routine follow-up experiencing atrial fibrillation. A cardioversion was performed and subsequently, loss of atrial capture and sensing were observed. Atrial lead impedance was high. Clavicular crush was suspected. Surgical intervention was not planned and the patient's device was programmed to vvi.